Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The defective ez change module was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a leak large enough to cause a loss of mechanical ventilation. There was no report of patient involvement.